Manufacturer narrative:
The device will not be returned for evaluation as the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4. A mitraclip xtw was inserted, and grasping was performed, but the remaining mr on the medial indentation was large. A decision to reposition the clip was made. However, the clip became caught in chordae. Troubleshooting was performed and the clip was successfully removed from the chordae. However, it was observed that a minor chord was torn. The clip was removed from the patient. Two clips were then implanted, reducing the mr to a grade of 2. There was no clinically significant delay in the procedure.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. A review of the complaint history identified no similar complaints from the lot. All information was investigated, and the reported difficult to remove from the anatomy (clip becoming caught in chordae) appears to be related to user technique/procedural circumstances and while repositioning, the clip. Unspecified tissue injury (torn chord) appears to be related to difficulty removing the clip from anatomy and is therefore related to procedural conditions. Tissue damage/injury is listed in the instructions for use as a known possible complication associated with mitraclip procedures. Serious injury / illness / impairment was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.